Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the device broke while in use. Pieces were retrieved and placed with the device. A new device was opened. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.